Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. Testing of the customer-supplied neat sample confirmed the customers results. Further testing of the sample, with a blocker protein specific to alkaline phosphatase (ap mutein), reduced the elevated result by 89.8%, confirming the presence of a patient source interferent likely related to alkaline phosphatase. In conclusion, the cause of the elevated troponin I results is due to a patient source interferent likely related to alkaline phosphatase. This medwatch report is related to MDR 2122870-2014-00680.

Event description:
The customer reported discrepant troponin I (access accutni) results, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. This report is one of two referencing the event date noted. An elevated initial result of 1.29 ng/ml was obtained and released from the laboratory. As a result, the patient was transferred to an alternate facility. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer stated subsequent testing of the patient's sample, on an alternate methodology, generated a normal result (actual value not provided). The patient's sample was collected in a 3 ml lithium heparin tube and centrifuged for seven minutes. No sample integrity issues were reported. All system parameters, including quality control, calibrations, and systems checks, were within assay and instrument specifications. No system issues were noted. The instrument was in normal operation. The customer sent the patient's sample to beckman coulter for further analysis.